Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a cold snare was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare would not cut tissue. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.